Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of approximately 340 mg/dl with ketones. Reportedly, a healthcare provider identified ketone level as dangerous. Customer addressed bg with pump and manual injections and eating chocolate. The cause of bg was unknown. The infusion set was changed to address the event.